Event description:
The patient reported that his blood glucose increased from 12 mmol/l (216 mg/dl) to 33mmol/l (595 mg/dl) in one hour during sport. He was hospitalized for one day and received a nacl infusion. He activated a new pod and took a manual injection with an insulin pen. The subject device, which was in use for less than a day, was lost in the hospital.

Manufacturer narrative:
The device was lost and ill not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l (250 mg/dl) means high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider."